Event description:
In 2006, the customer called gambro to report a suspected hemolytic event involving the phoenix machine, and the gambro cartridge blood set, lot #:08m157321. The pt was admitted to the hosp, cyanotic, hypertensive and short of breath. The ER physician diagnosed this pt with hemolysis and anemia, this event occurred in 2006.